Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly and unable to upload/download anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had issues with the rewind. The customer¿s blood glucose was 248 mg/dl at the time of incident. The customer reported other blood glucose level were 200 mg/dl, 248 mg/dl and 270 mg/dl. Customer reported that there was a small crack on the insulin pump, in the upper right corner of the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.